Event description:
It was reported that a customer experienced connection issues with a minicap transfer set. This occurred during use. The customer reported that the dark blue threads were not screwing tightly, and that there was not an adequate seal at the connection. The customer replaced the transfer set with a new one, which connected properly. There was no report of patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed and noted no issues during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was not returned for analysis; therefore, no evaluation could be performed. Should additional relevant information become available, a supplemental report will be submitted.